Event description:
It was reported that this patient was implanted with an implantable cardioverter defibrillator (ICD) system in (B)(6) 2025. At the first follow-up on (B)(6) 2026, atrial threshold was observed to be high with no capture at 5 volts (v). Sensing and impedance were fine. The right atrial (ra) lead was surgically explanted on (B)(6) 2026 and replaced with a new lead. Besides intervention, no other adverse patient effects were reported. The explanted lead is expected to be returned for analysis.